Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced high blood glucose levels of 400 mg/dl. It was also reported that the insulin pump was receiving no delivery alarm. Troubleshooting was performed. It was reported that there was greater than normal resistance during plunger push. The insulin pump will not be returned for analysis.